Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell last night ((B)(6) 2018) and the ¿last stair caught her at the implant site¿. Today the programmer showed it was at 0.0. During the report, the patient tried to use the programmer again but got poor communication. They repositioned the antenna then the regular screen showed the implantable neurostimulator (ins) was off and at 0.0. The patient stated that the implant site was sore. The patient wanted assistance in turning the ins back on but was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.